Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipients test data indicates impedance issues, despite device testing within normal limits. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.